Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardio respiratory arrest, secondary to heart failure and chronic obstructive pulmonary disease. No additional information was reported/additional information was requested but not received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.